Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and was able to be duplicated. The exhalation pressure transducer pt801 is unresponsive to pressure and failing calibration. This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer reported the issue occurred during six month preventative maintenance. The customer reported the issue was resolved after replacing the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer reported there is no patient involvement associated with the event.